Event description:
Pt on a continuous infusion of 5-fu via a baxter 6060 ambulatory pump. Programmed to run at 1.5 ml/hr x 168 hrs - drug reservoir set at 252 ml - plus an add'l 22 ml added to pump variance and priming of tubing. Drug ran out at hr 156 approx 12 hrs early. Drug reservoir was empty; entire contents appear to have been infused.